Event description:
A surgeon reports a broken haptic during intraocular lens (iol) implant surgery. The incision was enlarged to facilitate removal of the iol. The iol was removed and replaced without complications..